Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the condition of the fascia tissue (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? Was there any patient event prior to the eventration (cough, fall, etc)? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? How much of the incision was open / eventration(in cm)? Can you describe the appearance of the suture during the second procedure on may 3rd? Was the suture found broken, can you identify where (termination, middle, end)? Can you describe the appearance of the fascia during second procedure? Was the suture intact and tore through the fascia? Do you have any photos of the suture during second procedure? What are the patient weight and bmi? What was used to close the patient fascia during second procedure? What are the results of discussion with surgeon may 15? What is the status of suture for return to cg labs for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent cesarean section on (B)(6) 2017 and barbed suture was used for fascia closure. On (B)(6) 2017, an eventration was observed and the patient was re-operated for fascia closure by another surgeon.the current patient status is reported as well. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the date of the initial procedure? ¿ (B)(6). What was the condition of the fascia tissue (normal, diseased, weakened)? - normal. Was the fixation tab intact when the suture was placed in the patient? - yes. Was there any patient event prior to the eventration (cough, fall, etc)? ¿ the surgeon does not remember any unusual situation. What is the surgeon opinion as to relationship of the suture contributed to the symptoms? ¿ the surgeon who used the suture believes the suture contributed to the symptoms (but he also knows that the suture has to be used with care and he has to work on his tendency to pull the suture hard). How much of the incision was open / eventration(in cm)? ¿ 5 cm. Can you describe the appearance of the suture during the second procedure on may 3rd? ¿ the tab was missing. Was the suture found broken, can you identify where (termination, middle, end)? ¿ end, near the tab. Can you describe the appearance of the fascia during second procedure? ¿ it was intact but 5 cm of the suture line was open. Was the suture intact and tore through the fascia? - no. Do you have any photos of the suture during second procedure? ¿it was sent for evaluation so you can examine it. What are the patient weight and bmi? ¿ the surgeon does not remember but says it was normal. What was used to close the patient fascia during second procedure? ¿ pds loop. What are the results of discussion with surgeon (B)(6)? ¿in a morning lecture on (B)(6) I have spoken with most of the users about the importance of suture handling and it went well. What is the status of suture for return to cg labs for evaluation? ¿ no information. Provided what is the current condition of the patient? ¿ the patient is well and was sent home. A used suture piece was returned for evaluation. During the visual inspection of the suture piece it was noted that some barbs presented degradation and damage due to the use and exposure to the environment. After further investigation the sides of the fixation tab were noted to be broken and the nucleus of fixation tab was sliced. As the device is absorbable and the time of exposition to the environment cannot be determined, additional test could not be performed due to the condition of the sample received.